Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. At implant, threshold measurements were .8 millivolts (mv) at .5 milliseconds. Approximately a month later threshold measurements were noted to be 3.7 mv. An invasive procedure was performed and it was found the lead had perforated the right ventricle wall. A pericardial effusion was performed and the lead was explanted. No adverse patient effects were reported. The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided explant and event dates are chronologically impossible. Therefore, they will not be included with this report.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.